Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose vers blood glucose differences. Customer's blood glucose was unknown mg/dl. The customer stated that she got skin irritation from the tape. The customer was transfer to smt but she hung up before we could.